Event description:
It was reported that the patient presented for in clinic follow up with the right ventricular lead exhibiting a gradual increase in capture threshold and pacing impedance. The lead was explanted and replaced. There were no patient consequences.